Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during the cholecystectomy, the clips were scissoring. Another device was used to complete the case. No pt consequence.